Event description:
It was reported that within a couple days of implant, there was wound site bleeding. The device remains in use. The device was noted to be part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).